Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration / perforation uterus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes"). In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 3 months after insertion of essure. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic/ other pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain") and adnexa uteri pain ("ovarian pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full salpingectomy bilateral, oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, rash, skin disorder, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, gastrointestinal disorder, urinary tract infection, vaginal infection, vulvovaginal pain, arthralgia and adnexa uteri pain outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, hormone level abnormal, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, uterus, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, hormonal changes, migraines, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: uterus, fallopian tubes and ovaries, excision: squamous metaplasia of cervix. Proliferative phase endometrium, no evidence of malignancy. Fallopian tubes, bilateral, excision: no significant pathologic change left ovary, oophorectomy: benign serous cystadenoma. No evidence of malignancy. Gross description: there is a small portion of coiled metal measuring 0.5 cm in length extending from the right adnexal area on the serosal surface. The fallopian tube is 4.5 cm in length and ranges from 0.3 cm to 0.6 cm in diameter. At the proximal aspect of the fallopian tube there is a 2.5 cm in length portion of gray-tan coiled metal present embedded within the serosa. The remaining fallopian tube is 4.7 cm in length and ranges from 0.2 cm to 0.6 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type, hip pain, ovarian pain, vaginal pian were added.reporters information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration / perforation uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic / other pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full salpingectomy bilateral, oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, rash, skin disorder, cystitis, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, hormone level abnormal, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, uterus, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, hormonal changes, migraines, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events - "dyspareunia (painful sexual intercourse), pelvic / abdominal pain, back pain, chronic pain, other, menorrhagia (heavy menstrual bleeding), rash / skin condition, migration, perforation: fallopian tubes, uterus, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, hormonal changes, migraines, headaches, weight gain", lab data, reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.